Manufacturer narrative:
H3: analysis revealed that they were unable to determine the probable cause of the issue and if it relates to software anomaly based on the review of the information documented on record. Log investigation found the system detected a early termination issue and alerted the user of the event with information to resolve ("early termination of the 3d scan has occurred. Images may be compromised and inadequate for navigation. Suspect this event is due to a recoverable hardware error that can be resolved by reboot for system recovery. This case may be re-opened if additional information is received. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
It was determined there was an accidental radiation occurrence due to early termination of acquisition. No defect in an electronic product or failure to comply per 21 cfr 1003 was discovered. The system detected a hardware issue and halted the acquisition to mitigate potential harm associated with further exposing the patient when the end result may lead to an unusable image. This issue is not a systemic issue as it was resolved by system reboot or retaking another image. Estimated 3d dose absorbed (patient): 3.76 msv number of people exposed: 1 - patient total number of people in or unknown log analysis found the estimated dose to be 3.76 msv 3d irradiation event data = patientanatomy = 2 kvp = 120 ma = 80 mas = 157.6 exposuretime( msec)= 1970 ctdivol (mgy) = 13.84516 dlp(mgycm) = 221.434 collimatedheight(mm) = 25.4 startdatetime = (B)(6) 2020 9:24:22 am enddatetime = (B)(6) 20209:24:42 am. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
A medtronic representative went to the site to perform a system check out and they found the system functioned as intended. Extensive testing was performed, as more than 300 hd spins, with particular interest in /prep and /exp signals, were taken. Every possible scenario was attempted. The issue could not be recreated. The issue was visible in the logs, however, not reproducible. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act.

Manufacturer narrative:
Concomitant medical products: other relevant device(s) are: product ID: bi-500-01065, serial/lot #: n/a, version: (B)(4). Patient information has been requested. The initial reporter was the radiation technician. Follow up has been made with the field service engineer to determine if a system checkout is necessary. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information regarding an imaging system being used during a spinal procedure. It was reported that during a spin, the exposure stopped midway through the spin. Technical services recommended to reboot the image acquisition system(ias) and the mobile viewing station(mvs), and acquire the spin with the footswitch rather than the hand switch. There was no patient harm and the procedure was delayed by five minutes.